Event description:
Boston scientific received information that this patient was in the neuro ICU after suffering a stroke. A local field representative was contacted to check the device after low heart rates were reported. When the field representative arrived, it was determined the patient had an s-ICD implanted (which does not provide pacing therapy). An event was stored dating back to (B)(6) 2013 which indicates an inappropriate shock occurred due to oversensing of t-waves. Boston scientific technical services reviewed the event and confirmed there was t-wave oversensing and noted the morphology of the r-waves were very different than the captured s-ecgs and also very different than the morphology that was observed following the shock delivery back in june. It was noted the patient's heart rates were around 120 bpm both before and after the shock occurred. There was no information available regarding activities the patient may have been doing at the time of the shock. Due to the patient's neurological condition, they are unable to talk or perform exercise testing to check if the morphology changes were due to rate or position. The rate cut-off was the morphology changes were due to rate or position. The rate cut-off was programmed to 250 bpm to be greater than the double counted heart rate or to turn off the device. The field representative also reported there were three untreated episodes since the patient's last device check which occurred in april 2013, however these episodes were not available for review.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.